Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that approximately one week prior to calling customer service on (B)(6), 2011 he received a reading of 175 mg/dl on his freestyle lite blood glucose meter. He further reported experiencing tightness in his neck and subsequently lost consciousness. Paramedics were called, initiated an intravenous infusion of unknown type and transported customer to a local healthcare facility. Customer was diagnosed with severe hypoglycemia. Customer was unable to state what additional treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.